Event description:
Doctors following this pt are inquiring into the worsening of some blood parameters after one treatment. Name and function of complaint: same as reporter. Problem description. Customer called to report pt was found with a thrombocytes drop from 210000 (before treatment) to 140000 after the treatment. Also, white cells levels went from 6000 to 4300. Doctors decided to transfuse the pt with one unit of blood, no additional info about the reason to transfuse. Before treatment haemoglobin's value was 8.7, after treatment and transfusion the value was still 8.7, so customer thinks there was a drop in haemoglobin as well. Pt is doing well, no symptoms of sickness.

Manufacturer narrative:
Lot number not provided; therefore, neither batch record review nor complaint lot review could be conducted. There was a reduction in platelet and red cell count, though within the normal range. This may be due to haemodilution occurring as a result of fluid shifts during the ecp treatment. It is not possible to arrive at a definite causal relationship without further information. Given the uneventful previous ecp treatments and the lack of information on timings, another cause or the underlying gvhd may be the cause. There is no plausible biological relationship to the use of uvadex and no adverse drug report has occurred. The assessment is based on information available at the time of the investigation. The root cause for this complaint cannot be determined based solely on the information provided by the customer. (B)(4).